Event description:
It was reported that during set up, immediately after the first use, the duckbill mouth came loose. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: b5: event description. Report being sent since the event became reportable due to confirmation of the investigation team that the actuator shaft was fractured from the articulating portion of the jaw from the device. Corrected data: h6: medical device problem code.

Event description:
It was reported that during set up, immediately after the first use, the duckbill mouth came loose. There was a back-up device available and no surgical delay was reported. There was no patient involvement. According to investigation results, the actuator shaft is fractured from the articulating portion of the jaw.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The actuator shaft is fractured from the articulating portion of the jaw. A functional assessment of the device found the device could not function due to the shaft being fractured. An evaluation of the customer provided images showed the device laying on a blue surface it had the upper jaw in a 90 degree position almost, it seemed that its was loose. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The duckbill mouth  did not break nor became separated. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.